Manufacturer narrative:
A4: weight: 91.95 kg. The actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were reviewed and showed fluid on the floor beneath the cassette. The reported condition was verified. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the patient line of a homechoice cassette. There was fluid dripping onto the floor. This occurred during use of the device for automated peritoneal dialysis therapy. The patient was advised to stop therapy and disconnect. There was no report of patient injury or medical intervention associated with this event. No additional information is available.